Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation caused by the right atrial (ra) lead. It was noted that the patient would feel stimulation when leaning to the left side. Reprogramming was done, which resolved the stimulation and the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the diaphragmatic stimulation was caused by the left ventricular (lv) lead.